Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2025, the patient reported the incident involving one infusion set with kinked cannula. The event occurred after three hours of insertion. The insertion site was thigh. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.